Manufacturer narrative:
The broken sync cable was returned to syncardia and visually examined. The cable was physically broken at the "t" connection. There were no signs of damage on the cable, such as stretching marks from pulling, cutting or indentations on the cable insulation. It is unk what caused the sync cable to break. This failure mode poses a low risk to a pt, because, the issue was observed during a routine console checkout and the css console was not supporting a pt. In addition, this failure mode would not prevent the css console from performing its life-sustaining functions. The sync cable enables communication between the css console controllers and the laptop computer. The computer is a monitoring device only and does not control css console functionality. An extra sync cable is provided to the customer in the css console tool kit. Syncardia has completed its eval of this complaint and is closing this file.

Event description:
This css console was not supporting a pt. Customer reported that during a routine console checkout procedure, the monitoring computer displayed "no sync." It was noted that the sync cable was broken, the cable was disconnected from its connector, so that the monitoring computer did not display waveforms. The sync cable was replaced with a sync cable from the css console tool kit, and the css console passed the console test validation protocol.